Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: approx 7 days post stenting procedure. It was reported that on (B) (6) 2010, three rx xience v stents were implanted in a patient. A 3.5 rx xience was implanted in the right coronary artery (rca) and two 2.5 rx xience v stents were implanted in the left anterior descending (lad) artery. Approx 7 days post procedure, the pt returned to the hospital with a hematoma in the right leg from a prior procedure, after the procedure on (B) (6) 2010. The method of vessel closure was performed with non-abbott vessel closure devices. Reportedly, the pt was taken off plavix and aspirin. An angiogram was taken and thrombosis was found in all three rx xience stents. Aspiration of the thrombosis and dilatation was performed to treat the thrombosis. The pt is reported to be in stable condition and remains in the hospital. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The 2 unknown xience v stents indicated are being filed under the same medwatch MFR number. Eval summary: the stent remains in the pt. Thrombosis is a known adverse pt event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the pt was taken off of plavix and aspirin, it should be noted that the xience v IFU states: the xience v stent is contraindicated for use in patients who cannot receive antiplatelet and/or anti-coagulant therapy. Additionally, the IFU states: antiplatelet drugs should be used in combination with the xience v stent. Physicians should use info from the spirit clinical trials, coupled with current drug eluting stent (des) literature and the specific needs of individual pts to determine the specific antiplatelet/anticoagulation regimen to be used for their pts in general practice. The IFU notes that: it is very important that the pt is compliant with the post-procedural antiplatelet therapy recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction (mi), or death. Patients who require early discontinuation of antiplatelet therapy (e.g., secondary to active bleeding) should be monitored carefully for cardiac events. In this case, it is possible that the IFU deviation contributed to the reported thrombosis. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.